Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular stent deployment procedure the stent allegedly moved as it was being place resulting in stent incorrect placement. There was no reported patient injury.

Event description:
It was reported that during a vascular stent deployment procedure in an effort to treat the left subclavical artery via a contralateral approach, the stent allegedly moved and was instead placed in the right common iliac artery resulting in stent incorrect placement. There was no reported difficulty in retracting the delivery system from the patient. Reportedly, another stent was used and implanted in the intended treatment area. It was further reported that the patient was returned approximately seven days post stent placement and the health care provider was able to re-locate the stent in the intended treatment area. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the catheter sample has not been returned and images have not been provided. Therefore, the evaluation of the alleged issue was not possible and the investigation was closed with inconclusive results. Based on the investigation completed the reported event was inconclusive because no sample was returned and images were not provided. The reported application in the subclavian artery represents an off label use of the device. However, based on the available information and because no sample or images have been provided for evaluation a definite root cause could not be determined. Labeling review: in reviewing the applicable labeling, potential issues were found addressed. In regards to correct holding during deployment the applicable IFU states: "during stent deployment, the entire length of the catheter system should be kept as straight as possible. Maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy."; "do not hold the delivery system catheter during stent deployment."; "as with all self-expanding nitinol stents, careful attention during stent deployment is warranted to mitigate the potential for movement of the stent." Regarding difficult deployment, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.". Furthermore the e-luminexx vascular stent is intended for use in the iliac and femoral arteries.